Event description:
Information was received regarding a medfusion 4000 pump. It was reported that the device has a bad mother pcb and a cracked case. It is unknown if there was other patient, or clinician injury associated with this event.

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. A manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case corners were chipped and bottom case was cracked by l-bracket and the alternating current (ac) cord clamp was cracked. A review of the event history log identified travel coarse error - check clutch/plunger lever. The main board was visually inspected. The reported problems were caused by the position pot connector being completely ripped off the main board. The root cause of the issue was a result of customer damage and impact. The main board, top and bottom cases were replaced. Power up process, preventative maintenance, occlusion test and all functional tests were performed and passed.

Event description:
Additional information was received. The reported product fault did not occur while in use with a patient. The product issue did not cause or contribute to a patient or clinical injury.